Event description:
Hcp reported a patient presented with signs and symptoms of withdrawal including increased spasticity and sweating. The drug being used in the pump is compounded baclofen 4000mcg, 808 mcg/day. In 2006, the pump and catheter were replaced. The hcp reports the battery was removed due to battery depletion. The catheter was found broken at the catheter connector (where catheter attaches to pump). There was no csf flow. The patient outcome is reported as decreased spasticity.